Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the hip, which is off-label usage of the device, on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).